Event description:
It was reported that physician tried to collect a wavelet template manually and was not able. A company technical representative was contacted and reprogramming options for better sensing of the right ventricular (rv) lead were discussed. It was noted that the physician will try the other vector at the patient¿s next follow-up visit. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.